Manufacturer narrative:
The device has been evaluated, but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator fails to deliver the set volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's over-head blower filter needs to be replaced to address the issue. The over-head blower filter was contaminated with dust.